Manufacturer narrative:
Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported the ¿patient was suspected of having a wound infection after surgery.¿ the patient was hospitalized for observation at the time of report, with a plan to determine the next treatment after their examination. It was unknown whether any troubleshooting was performed or if the patient had more than a 50% reduction in symptoms. No further complications were reported or anticipated.